Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a device change out, the physician used electrocautery to open the pocket. The device exhibited loss of output. The device was explanted and replaced.